Manufacturer narrative:
Device details unavailable at the time of this report, this report is submitted on october 10, 2017, (B)(4).

Event description:
Per the surgeon, the patient experienced granulation tissue at abutment site. Subsequently, the patient was treated with oral and topical antibiotics (date not reported). The issue has since resolved.